Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor aspiration during ultrasound. The procedure was completed using the same equipment. There was no patient harm.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was not able to replicate the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on october 25, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).